Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. The patient's hip construct (stem, head, liner, shell) was revised. Rep confirmed there were no allegations against the revised head and liner. The revising surgeon (who was not the index surgeon) wanted to improve the shell's position and so revised the shell. Rep reported that pictures can be provided, and confirmed that no further information will be released by the hospital or surgeon.